Event description:
It was reported by service report that the outer panel was cracked and there were exposed sharp edges and areas that could allow for potential fluid ingress. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.